Manufacturer narrative:
Device evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 12th and 23rd distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel, most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The lesion was in the 2nd obtuse marginal (om). Stenosis was 90-99%. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a moderately tortuous, severely calcified lesion in the ostium of the obtuse marginal (om). The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre dilated using 4 semi compliant and 1 non compliant balloon. The device did pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that stent deformation occurred in vivo during positioning/advancement. It was reported that due to the severe calcification and pushing, the distal struts of the stent were damaged. The damaged stent was removed and replaced with a ronyx22526x stent after using a sixth balloon to predilate. The patient is alive with no injury.